Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown nails: rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, surgeon implanted a 10 degree rfna nail, 12x360mm, into a patient with a non-displaced periprosthetic distal femur fracture on (B)(6) 2023. After inserting the nail, the shape of the nail caused the fracture to displace and mal-align creating an extension deformity. The surgeon had commented that the shape of the nail is too aggressively bent distally which caused the deformity ¿ something that is being examined with the 5 degree rfna nails. Surgeon mentioned that the nail should pass through more centrally in the bone so that the implant does not cause a loss in reduction. Patient outcome was unknown. This report is for one (1) unk - nails: rfna. This is report 1 of 1 for complaint (B)(4).